Event description:
The doctor reported that one of his laser vision correction pts presented with central toxic keratopathy (ctk) in one eye following a prk treatment. Ctk will resolve over time and is usually not treated.

Manufacturer narrative:
(B)(4): service on the equipment was not requested by the clinic for this issue. The amo clinical development manager discussed the pt outcome with the doctor. Additional model #: etl.